Event description:
During a total gastrectomy procedure, the suture disengaged from the jaws. The surgeon used another device to complete the procedure. No pt injury reported.

Manufacturer narrative:
The device was returned with all staples completly fired from the device and the source in question was not returned. No abnormalities were observed.